Event description:
A malfunction was reported on a pump, triggered by a specific code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to address the issue if it recurred. The pump was successfully reset, no further issues with the malfunction code occurred, and the customer was advised to continue using the pump with a reminder to call if the issue reappeared.